Event description:
Same case as MDR ID: 2134265-2011-02360. It was reported that during a stenting treatment procedure a shaft break occurred. Access was obtained via the femoral artery. The 90% stenosed, eccentric and de novo, 15mm in length and 3mm in diameter, with a 45% ejection fraction target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x15mm maverick balloon, leaving 80% residual stenosis. A 3.00x16mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. While trying to cross the lesion the shaft of the sds broke on the distal end of the device. A second 3.00x16mm promus element stent delivery system (sds) was advanced to the lad and would not cross the lesion and again the shaft of the sds broke on the distal end of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with a break in the hypotube shaft at 218 mm distal to the catheter strain relief. The hypotube was kinked along its entire length. The tip, stent and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was present within the inflation lumen, therefore indicating that the device was prepped for use. A 0.015 inch product mandrel was inserted through the lumen with some resistance noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-02360. It was reported that during a stenting treatment procedure a shaft break occurred. Access was obtained via the femoral artery. The 90% stenosed, eccentric and de novo, 15mm in length and 3mm in diameter, with a 45% ejection fraction target lesion being treated was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.0x15mm maverick balloon, leaving 80% residual stenosis. A 3.00x16mm promus element stent delivery system (sds) was then advanced to the lad and would not cross the lesion. While trying to cross the lesion the shaft of the sds broke on the distal end of the device. A second 3.00x16mm promus element stent delivery system (sds) was advanced to the lad and would not cross the lesion and again the shaft of the sds broke on the distal end of the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is ous approved but it is similar to an approved us device.